Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no reflux. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported receiving no reflux from the system. The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. During the troubleshooting process the customer determined there was a leak in the tubing on a customized piece of extension and then called the company sales representative for more information on handpiece accessories. The company service representative spoke to the customer again and found that they were no longer experiencing the issue and the system was operating fine. The facility did not request service. The system was manufactured on august 14, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).